Event description:
A ventilator was returned to a third-party service center for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the third-party service center, a ventilator service required (err_ripc_comm_to_obm_failed) error indicating that communication between host and oxygen blending module was lost was discovered. The technician recommended replacing the device's oxygen blending module board to address the issue. No further investigation is required at this time. Additionally, a speaker I failure was discovered in the event log, and it was documented that the speaker 1 is defective and needs to be replaced. The oxygen blending module blender gasket is damaged, power cord clamp, and two rubber feet are missing, in addition the handle o-rings are damaged and need replaced. The maintenance label and pollen air filter will be replaced due to preventive maintenance. The oxygen blending module housing is damaged, and needs replaced. The whisper cap and flow sensor assembly are contaminated and need to be replaced. This device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements.